Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implant due to the lead being twiddled off by the patient. The dislodgment was confirmed through fluoroscopy. This lead was successfully repositioned. No additional adverse patient effects were reported.